Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01832.

Event description:
The patient was undergoing a coil embolization procedure in the common iliac artery to treat two aneurysms using a lantern delivery microcatheter (lantern) and pod packing coils (pod pcs). During the procedure, the lantern and a non-penumbra catheter were advanced through a non-penumbra sheath to the right common iliac artery. An angiogram was performed and showed the pre-existing stent placed in the one of the aneurysms was undersized in diameter and was a self-expanding stent. Next, a pod pc was placed within the self-expanding stent, followed by a ruby coil. Afterwards, the lantern was retracted and placed behind the stent within the aneurysmal portion. Another pod pc was then placed in the aneurysm; however, the pod pc traveled distally into the internal iliac artery due to high flow. Therefore, the physician decided to complete a stent graft deployment of the left iliac artery to exclude the forward flow. While retracting to reposition the catheter and lantern, the physician experienced resistance, and both devices were caught in between the stent struts. Upon removal, it was noticed that the lantern was broken. Next, the physician selected the hypogastric artery and used a catheter and snare device to successfully capture and remove the migrated pod pc. The procedure was completed using a new lantern and additional ruby coils. There was no report of an adverse effect to the patient.